Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained for rotavirus, with 1 strong positive and 4 weak positives. Confirmatory testing was performed on the 4 weak positive patients, and the corresponding results were negative. The strong positive result was also retested, but came back as "very strongly positive". Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "loose tips and suspected rotavirus contamination client questions patient results due to scarcity of positive rotavirus" "rotavirus positive for all patients (very rare case). We had 1 strong positive and 4 weak (CT of rov is at wavelength 475/520, 1st column): (B)(6). The machine was cleaned then the weakly positive patients were subsequently re-examined and came out negative: (B)(6). Finally, the strongly positive has also been repeated (with negatives) but on another series and comes out very strongly positive: (B)(6). On august 12, we once again had all the rov positive patients, after ironing some samples came out negative. Was it obvious that the results were erroneous/could not be trusted? Yes is a confirmatory test always performed? Yes were erroneous results reported to the clinician? No were patients treated based on erroneous results? No if yes, was there any negative impact to the patient? No"

Manufacturer narrative:
H.6. Investigation: a complaint of "error loosening of the tips and suspicion of contamination following discordan" was received against material number: 441916 instrument max, serial number: (B)(6). Field service engineer was dispatched and lls stripper assy was replaced to resolve the issue. The complaint is confirmed and the root cause is related to "defective lls stripper assy". Review of device history record for instrument serial number: ct0675 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2015. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained for rotavirus, with 1 strong positive and 4 weak positives. Confirmatory testing was performed on the 4 weak positive patients, and the corresponding results were negative. The strong positive result was also retested, but came back as "very strongly positive". Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "loose tips and suspected rotavirus contamination client questions patient results due to scarcity of positive rotavirus" "rotavirus positive for all patients (very rare case). We had 1 strong positive and 4 weak (CT of rov is at wavelength 475/520, 1st column): [cid: (B)(4)] the machine was cleaned then the weakly positive patients were subsequently re-examined and came out negative: [cid: (B)(4)] finally, the strongly positive has also been repeated (with negatives) but on another series and comes out very strongly positive: [cid: (B)(4)] on august 12, we once again had all the rov positive patients, after ironing some samples came out negative. Was it obvious that the results were erroneous/could not be trusted? Yes is a confirmatory test always performed? Yes were erroneous results reported to the clinician? No were patients treated based on erroneous results? No if yes, was there any negative impact to the patient? No"